Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01240. Follow-up information revealed the patient underwent surgical intervention where the model 3186 was explanted and replaced. It was also reported during the surgery, it was found the patient's model 3286 lead had migrated.. As such, the lead was explanted and replaced as well. Please note the patient's model 3286 lead has been added to this event as a new device report (device 2).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell recently. It was also reported the patient's lead has migrated out of the epidural space. As a result, the patient no longer has stimulation coverage of the right low back. Subsequently, the patient will undergo surgical intervention as the next course of action.